Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 230 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the pump did not start charging. Reportedly, the customer had manual injections available for alternate insulin therapy.